Event description:
It was reported that a device over infused an unk amount of heparin. The pump stated that the delivery of the medication should have been 6mg/kg/hr, however, the bag was completely delivered earlier than the expected time. The amount of over infusion is known. Medical intervention of drawing labs, including a ptt were drawn and the ptt was higher than to be expected. Due to the over infusion of this critical medication, a second ptt was drawn and was also elevated. The pt stayed off the heparin drip and their blood returned back to normal ptt levels. No long term injuries were sustained.

Manufacturer narrative:
(B)(4). Device was returned to baxter and is currently undergoing the eval process. When complete, a supplemental report will be submitted.